Event description:
The physician was attempting to pull biopsy needle out after bone core samples were taken and the biopsy needle broke off. A fragment of the needle was left in the patient. Both physicians consulted and came to agreement to leave the needle. The parents of the patient were notified.manufacturer response (as per reporter) for bone marrow aspiration needle, jamshidi:she will come in and look at the broken device, maybe take photos.